Event description:
Prior to a device upgrade procedure, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead. Clavicular crush was suspected. The ra lead was capped and a new ra lead was placed during the device upgrade procedure to resolve the event. The patient was stable.